Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer stated that the act was not working. The patient treated with an injection. The blood glucose reading was not known. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.